Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device experienced a hardware failure in which the enclosure split apart, rendering the device nonfunctional and requiring replacement. Symptoms included no reported adverse clinical effects and no changes in blood glucose reported at the time of the call. Outcomes included temporary interruption of ilet therapy and use of an alternative insulin regimen without medical intervention or hospitalization. Investigation included collection of photographic evidence, verification of device serial number and shipping details, and receipt of the returned device for evaluation. Investigation of this case revealed damage consistent with screen bezel or housing separation, correlating with a loss of device function attributable to a device enclosure component issue. It was concluded, based on previously established findings for similar reports, that the cause was product physical damage leading to mechanical failure of the device housing.